Event description:
The customer stated that she was hospitalized with a high blood glucose of 1150 mg/dl. The customer was calling to get the care link reports to her doctor. The customer declined troubleshooting at this time, and stated she would call back after speaking with her doctor if needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.